Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specification. The probe, rinse station filter, and all check valves and waste tubing were replaced. Four samples and qc were performed and acceptable results were obtained. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening and identification assays on galileo echo (B)(4).